Event description:
It was reported that the catheter broke when the patient removed it himself. It was cut at an angle. There was no residual catheter left inside the body, even if it was temporary.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. This report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter broke when the patient removed it himself. It was cut at an angle. There was no residual catheter left inside the body, even if it was temporary.